Manufacturer narrative:
Batch review performed on 31 august 2020: lot 157606: (B)(4) items manufactured and released on 12-apr-2016. Expiration date: 2021-03-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 3 years and 6 months after primary. The surgery was completed successfully.